Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. During patient registration, the system got to "60% then knocked us off, stopped tracing, bullseye went away, and the emitter went red." The issue usually resolved after reboot. However, the issue recurred during three more attempts. On the fourth attempt, registration was able to be successfully completed. The site used a metal based gurney and the placed the emitter at the top of the patient's head. The site also had a metal mayo stand near the patient's head that was moved during troubleshooting. The non-invasive patient tracker value or monitor during the procedure. It was unclear if the localizer disconnecting was a hardware failure or metal interference based on the reported details. The reported issue resolved in a procedure delay of 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.